Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. The nozzle unite of the air gas modules were defective and replaced. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The nozzle units were found to be defective and needs replacement. No further information is provided and no further issues have been reported after the event. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).